Event description:
It was reported that the pt underwent a wound debridement of a non healing wound. The pt's outpatient procedure was for an ellipse incision of a non-healing region of the scalp incision. The event was possibly related to the dbs surgical procedure.